Manufacturer narrative:
This is one event (death) of two events reported and associated with MDR numbers: 1225714-2013-00512, 1225714-2013-00513 and 1225714-2013-00514.

Event description:
The plaintiff's attorney alleged that the decedent experienced (unk) complications and hospitalization after dialysis treatment on (B)(6), 2010 and subsequently experienced a cardiovascular event and expired on (B)(6), 2010 after use of the product.